Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that during procedure preparation an olympus xenon light source was producing a discolored image. According to the initial reporter, the patient was not under anesthesia and this event caused no harm for the patient.